Event description:
On (B)(6) 2014 it was reported that vns patient has high impedance that appeared on (B)(6) 2013. The device was not disabled as the physician insisted to leave the device on. X-rays were taken but the physician did not visualize any issues, the x-rays will not be sent to the manufacturer for review. No patient manipulation or trauma occurred. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received by manufacturer for review. Review of x-rays did not identify any gross lead discontinuities or sharp angles; however, an unpronounced lead discontinuity cannot be ruled out. There was a portion of the lead behind the generator that could not be assessed.